Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed that the loud pop was heard and the allura system went down, as it was found that the fuse was blown due to damaged monitor. Fse replaced the 56-inch flex vision monitor and 10a fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a loud pop was heard and the allura system went down. There was no report of harm. Philips has started an investigation of this complaint.